Manufacturer narrative:
Continuation of d10: product ID 8709 serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 15-oct-2001, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative (rep) regarding a patient receiving intrathecal dilaudid (hydromorphone) and clonidine at unknown concentrations/doses via an implantable pump for non-malignant pain. The patient representative (rep) reported that the patient had the pump implanted, it was discovered there was "a leak" in the catheter and "a couple holes" in it. The patient rep stated surgeon went back in and "cleaned up" the catheter and re-connected it. The patient rep also stated the doctor was "knocked down" the amount of medication patient had been getting and increasing it by 20 percent and wanting to do another adjustment before patient left the hospital. The patient rep stated the surgeon had requested a medtronic rep be paged to the hospital for the adjustment and patient rep wanted to know if one had been scheduled.